Manufacturer narrative:
(B)(4).

Event description:
Patti mueller, ccp was giving last dose of pleige with console s/n (B)(4) before going to warm mode. She selected additive refill, then went into vent mode to warm the blood, the console started to recirc for a little bit then generated ec 179, bc cam reference not found. She followed error message telling her to turn off unit and then resume case but ec 179 persisted. She used the hand crank to finish the case no pt problems.